Manufacturer narrative:
This report is being updated to report the investigation results. New information is reported in h10. Additional information was requested from the authoring physician to clarify details regarding the reported events and patient adverse events. The author responded that the requested information was unavailable. No abnormality or allegation of the instrument malfunction is reported. Additionally, the study aims to compare the procedural outcomes and adverse events (aes) between eus-guided gg-assisted ercp (eus-gg-ercp) and enteroscopy-assisted ercp (e-ercp) in patients with roux-en-y gastric bypass (rygb), but not the complaint to report the malfunction related to the subject instrument. There is no information that reasonably suggests user handling error. It was not possible to review the device history records (DHR)for the devices mentioned in the article since no serial numbers were provided.

Manufacturer narrative:
As no serial numbers were provided for the scope olympus was unable to determine if the scope was returned for evaluation or complete a device history record review. The cause of reported patients outcome cannot be conclusively determined. If new information becomes available this report will be updated. Published:may 03, 2018. Doi:https://doi.org/10.1016/j.gie.2018.04.2356.

Event description:
Olympus received an article titled¿ an international, multicenter, comparative trial of eus-guided gastrogastrostomy-assisted ercp versus enteroscopy-assisted ercp in patients with roux-en-y gastric bypass anatomy.¿ the study aimed to compare the procedural outcomes and adverse events (aes) between eus-guided gg-assisted ercp (eus-gg-ercp) and enteroscopy-assisted ercp (e-ercp) in patients with roux-en-y gastric bypass (rygb). Patients with rygb anatomy who underwent eus-gg-ercp or e-ercp between 2014 and 2016 at 5 tertiary centers were included (4 american and 1 european). The primary outcome was technical success of ercp. Secondary outcomes included total procedural time, length of hospital stay, and rate/severity of aes. The technical success rate was significantly higher in the eus-gg-ercp versus the e-ercp group (100% vs 60.0%). Total procedure time was significantly shorter in patients who underwent eus-gg- ercp (49.8 min vs 90.7 min). The study concluded that eus-gg-ercp might be superior to e-ercp in patients with rygb anatomy in terms of a higher technical success and shorter procedural times and offered a similar safety profile. There were three reported adverse events associated with enteroscopy-assisted ercp (n=30):post-ercp pancreatitis (pep) - (1), post-ercp cholangitis - (1), small-bowel perforation - (1). The patients that experienced post-ercp cholangitis and small bowel perforation required operative intervention. One of these adverse events was deemed mild, one moderate and one severe. There were no fatal events reported. The e-ercp procedures were performed using either a single use enteroscope (olympus- model/serial# unknown) or a double balloon enteroscope (fujifilm). The following adverse events reported under eus-gg-ercp ( n=30): one patient had intraprocedural bleeding (1), which was managed conservatively with blood transfusion (1 unit) and the no endoscopic intervention. The other patient had persistent fistula (1) diagnosed on upper gi series 6 weeks after attempted closure with endoscopic suturing and subsequently underwent successful otsc closure. The eus gg ercp procedures used the following devices: gf-uct180 (olympus-serial# unknown), 19 gauge eus needle (boston scientific), or echotip needle (cook medical), .025 visiglide needle (olympus), 6mm balloon (boston scientific), therapeutic duodenoscope model tjf-q160v, and non-therapeutic duodenoscope jf-q180v. Since no specific information as to which of these devices were used on which patients, and procedures, olympus has decided to create one complaint against the tjf-q180v because olympus does not have a therapeutic duodenoscope model tjf-q160v.